Event description:
It was reported that the patient's vns impedance had increased by >2000 ohms since the last appointment although the impedance was still within normal limits. In 7 months the impedance changed from 2525 to 4539 ohms. The internal data of the generator was reviewed and intermittent high impedance starting (B)(6) 2019 was detected per the 24 hour checks. There was no known trauma on this date per the physician's office and x-rays showed no obvious cause of the high impedance . Ap and lateral x-rays of the vns were received and reviewed. The connector pin of the lead appeared to be fully inserted inside the connector block. The feedthrough wires appeared to be intact. A portion of the lead was routed behind the generator and could not be clearly assessed. No gross discontinuities, fractures, or sharp angles were observed in the visible portions of the leads. The cause of the high impedance could not be determined. The patient's lead was implanted < 2 years at the time th high impedance first started no further relevant information has been received to date. No known surgical intervention has occurred to date.